Event description:
Permcath line was inserted in 2004. The problem was first noted 13 days later when the micro-bubbles were noted in the hemodialysis tubing. This was confirmed 2 days later and a small hole was noted in the line.